Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen remained dark so caller could not confirm pump alerts. There was no reported impact to the customer¿s blood glucose level. Caller was using tandem charging cable and wall adapter, and technical support instructed caller to plug wall adapter into outlet known to work and leave it connected for at least 30 minutes to see if pump would begin charging, with plan for follow-up from technical support. Pump began working.